Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they had attached a new pod on sunday, (B)(6), and on tuesday, (B)(6), the pod stopped delivering insulin in the morning onward, even though they actively delivered boluses several times. The patient¿s blood glucose (bg) level was reported to be high, and the patient did a manual correction to address the high bg levels. The actual bg values were not reported. There was no medical assistance required.